Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no attempt had been made to detach the coil when it detached prematurely. There was no kink or other damage observed to the pushwire.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210) with microscope, ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the pushwire was returned for evaluation inside of a biohazard bag and a shipping box. There was no implant coil returned with the pushwire. Visual inspection/damage location details: the implant coil appeared to be detached from the pushwire. The shield coil found intact but stretched. The coin was not present against the lumen stop as it was pulling back. The pusher was found broken at distal break indicator (manual detachment location); retained by the release wire. The ai and coupler tubing were found present and intact. No bend was found on the pushwire. Testing/analysis: under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations (0.076mm @ 0.063mm; measured 0.085mm @ 0.127mm; measured 0.092mm @ 0.275mm) and found to be within specifications. The inner diameter of the lumen stop, and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00277¿ and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00463¿ and found to be within specification. All other subassemblies appeared to be normal, and no other anomalies were observed. ¿ conclusion: based on the analysis performed, the axium prime coil was confirmed to have "premature detachment" issue as the pushwire was returned with the implant coil already detached. The pushwire was found broken at manual detachment location with the coin pulled back from the lumen stop. However, the cause could not be determined. The pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. There was no non-conformance to specification identified that that led to the reported issue. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that detachment prematurely in the patient's vessel. The patient was undergoing a coil embolization procedure to treat an unruptured saccular right anterior cerebral artery aneurysm. The aneurysm measure 3mm x 2mm and the neck diameter was 1.5mm. Blood flow was low. Vessel tortuosity was moderate. It was reported that the axium coil and all accessory devices were prepared according to the instructions for use (IFU). The coil was advanced normally. After adjusting several times, the length of the coil was about 1cm. The coil detachment prematurely and fell into the parent vessel. To prevent migration of the coil to a distal vessel, the physician deployed a solitaire ab stent to hold the coil in place against the vessel wall. There were no patient symptoms associated with the event.